Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 5fr sheath hole prior to an electrophysiology (ep) procedure. No femoral imaging was performed. Reportedly, a foot break occurred with the first proglide device. The foot could not be located; therefore, it was not retrieved from the patient anatomy. Two additional proglide devices were attempted; however, a cuff miss occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24fr sheath, and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a suture malposition based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.